Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02487. It was reported that the patient experienced ineffective stimulation. Imaging revealed that both leads had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.